Event description:
It was reported that a malfunction alarm occurred on the pump after it was dropped. There was no adverse impact to the customer's blood glucose level. Ultimately, the customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that a malfunction alarm occurred on the pump after it was dropped. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.